Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) level subsequently increased to greater than 300 mg/dl. Reportedly, the pump software was suspending insulin delivery during the elevated bg, and did not suspend insulin delivery during a decreased bg. No additional patient or event information was provided.